Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported poor image resolution is patient anatomy. The cause of the reported entrapment of device (clip caught on chordae) appears to be due to user technique. The cause of the reported hypoxia and cardiogenic shock cannot be determined. The reported death appears to be due to due to a combination of patient anatomy, procedural conditions, and surgical complications. Additionally, the reported patient effect of death & cardiogenic shock are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical interventions, medication required, removal of foreign body, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report it was noted that imaging was challenging due to the patient's anatomy. During multiple attempts to free the device from chordal entanglement, the patient began to destabilize (desaturation) per anesthesia and was administered epinephrine. The patient had a history of cardiomyopathy and left ventricular (lv) dysfunction. The patient's cause of death was cardiogenic shock. Per the physician, the mitraclip device functioned properly, but due to circumstances of getting caught in chordae, which required surgical intervention ultimately led to patient's death.

Event description:
It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr), dilated left atrium, and challenging anatomy for a mitraclip procedure. An xtw was chosen as the first clip of the case. The clip delivery system (cds) was prepped per instructions for use (IFU). No issues were noted during preparation of cds. Steer down was performed, cds was not curved past 90 degrees and adequate height was achieved. A grasp was made on the medial aspect of anterior 2 and posterior 2 leaflets (a2/p2), and assessed tissue insertion and bridge on both leaflets. The physician wanted to optimize mr reduction and decided to move clip further medial. Upon release, the clip moved into the deep aspect of the ventricle, medial and posterior. It was possible that applied posterior guide torque may have translated upon release of the grasp. During multiple attempts to free the device from chordal entanglement, the patient began to destabilize (desaturation) per anesthesia and was administered interventional medication as per advanced cardiovascular life support (acls) protocol. It was decided to deploy the device on the posterior leaflet with intent to stabilize with a second clip. Deployment process was performed per IFU. The second clip was inserted and prepped. Steer down was performed, cds was not curved past 90 degrees and adequate height was achieved. Patient became too unstable (continued desaturation) to continue the procedure per anesthesia. The procedure was paused to place a balloon pump and reassessment. Procedure was aborted, all steps to remove system and device were removed per IFU. Patient was sent to surgery upon stabilization. Last update from 5:50 pm (B)(6) 2023, surgeon was able to remove mitraclip device from the valve and proceed with surgical intervention. On (B)(6) 2023, the patient expired from surgical complications. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.